Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that the proximal contact was detached, likely to handling during use. The firm coil was observed to be broken and the polyimide wire was out of the delivery wire hypotube. The distal winds of the firm coil was broken and appeared to have been electrolyzed. Information available indicated that the coil could not be detached and an alternative method was attempted. There is no instruction in the device directions for use (dfu) for alternative detachment, and it is therefore, not recommended. Based on the information available and analysis of the device an assignable cause of dfu instruction not followed was assigned to break observed during analysis.

Event description:
Analysis of the device revealed that the coil delivery wire was broken. There were no reported clinical consequences to the patient.